Event description:
It was reported that the attachment device was broken. The reporter stated that event either occurred prior to surgery or during surgery. However, the reporter could not provide any further clarification. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred between (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which created a situation where the cutter was unable to turn. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.